Event description:
It was reported that this 73 y/o male patient's left knee was revised due to the recall, patient was revised to a 4.5/15 mm ps insert. Reason for revision is unknown. Patient was last known to be in stable condition following the event. Devices are not returning, lawyer kept them. X-rays are not available.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): serial #:(B)(6), category #: a10012 - gps implant kit v2, serial #:(B)(6), category #: 200-02-38 - three peg patella 38mm, serial #: (B)(6), category #: 204-70-00 - tibial stem ext. Screw, serial #:(B)(6), category #: 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5, serial #:(B)(6), category #: 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t, serial #: (B)(6), category #: 02-012-60-1425 - logic stem ext 14mm x 25mm.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.